Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 133. The last recorded recharge session performed while the device was implanted had the default date of (B)(6) 2012. The device was recharged for 54 minutes and the battery level remained at 3.870v. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. The ins was recharged for analysis. A normal recharge was started manually after a physician mode recharge with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 2 hours and 34 minutes from 1.985v to 3.845v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 17 hours and 42 minutes bringing the battery voltage to 4.035v.

Event description:
It was reported that the patient was no longer getting any relief from their implantable neurostimulator (ins) system noted as a loss of stimulation with a loss of therapeutic effect (¿not enough coverage¿). It was noted that the patient had not contacted the manufacturer¿s representatives for reprogramming in the last year. There was no reprogramming request made by the patient or was any performed on the day of report. No diagnostics or troubleshooting were performed for the issue (¿not required¿). Patient symptoms of pain at an unknown location were also reported. In addition, the patient did not use the device and wanted it removed. Together, with the need by the patient for a lumbar MRI for new pain, the ins system was explanted on (B)(6) 2014. There were no patient injuries reported and the outcome from the event was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 3550-39, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.